Event description:
Facebook complaint received: "I was the same way I lost 175 lbs in 11/2 years then it slipped and almost died. I couldn't even eat or drink liquid dr said it was cause the band being filled need to get used to it was like this for a month before I passed out and ended up in the hospital had to have emergency surgery to remove it. 8 year later all my weight back and still have issues with certain foods.. Worse thing ever now I've been on keto 2 years and lost 140 lbs so much easier and healthier way to lose weight".

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.